Manufacturer narrative:
(B)(4). Concomitant medical products: 11-104054 - mallory/head acetabular shell w/plug ¿ 332000; 12-115122 - cer bioloxd mod hd 36mm +3 nk ¿ 838590; ep-105994 - epoly 36mm rlc lnr mrom sz24 ¿ 957850. Reported event was confirmed by review of the operative notes provided. Xrays showed radiolucent lines around the acetabular and lateral femoral components. No abnormal inflammatory soft tissue, all tissues appear normal, partial dehiscence of abductor muscle repair, spotty areas of bone ingrowth on the removed cup, and a solid stem that could not be moved with "very sharp blows" from a mallet (although initially it is stated, the femoral component has a radiolucent line). DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05578.

Event description:
It was reported patient underwent left hip revision approximately 1 year post implantation due to pain and discomfort. During the procedure, aseptic loosening of the acetabular component was noted. The shell was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.